Manufacturer narrative:
It is unknown if the device will be returned for evaluation. Without the return of the sample, a comprehensive failure investigation cannot be performed and a cause cannot be determined. If additional information becomes available a supplemental report will be submitted.

Event description:
The event involved a 4" (10 cm) appx 0.40 ml, smallbore trifuse ext set w/3 microclave®, 3 clamps, rotating luer where the unspecified chemotherapy that was infusing via trifuse leaked out junction of the spiros that was attached. There was patient involvement but no adverse event or patient harm.